Event description:
Customer reported that she was hospitalized for diabetic ketoacidosis due to having bent cannulas on her infusion sets. The blood glucose reading was 315 mg/dl. She reported that the infusion sets were not properly inserted and that the inserter device was not properly releasing the infusion sets upon insertion. Customer stated that the drive support cap appeared to be normal. She stated that the cannula was bent but not occluded and that the insulin was not expired. She was advised to change the infusion set, reservoir, and insulin. She reported that the insulin pump did not alarm for no delivery when she had the bent cannulas. Customer was unable to perform the high pressure test at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.